Event description:
It was reported that the insulin pump alarmed motor error during rewind. Customer is unable to complete the rewind sequence. Blood glucose value was 12.9 mmol/l. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed the displacement, rewind and basic occlusion tests. The pump was unable to prime during the prime test due to a faulty force sensor. The pump was received stuck in the motor error alarm loop during the bolus / basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery or occlusion tests due to the motor error alarms. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.